Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP contributed to a sinus infection and cough of a user. The user reportedly was prescribed claritin 2 and amoxicillin. There was no report of serious patient harm or injury. The device will not be returned for investigation. The user will clean the device daily and will contact the manufacturer if the problem persists. The manufacturer concludes no further action is needed at this time.